Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber provided with the rt225 infant ventilator circuit, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. Results: the subject device was not returned to f&p healthcare for evaluation as it been discarded by the healthcare facility. A review of the photographs and the video provided by the healthcare facility revealed that water was leaking from the subject mr290v vented autofeed humidification chamber. Conclusion: without the return of the subject device, we are unable to confirm or determine the cause of the reported issue. The mr290v vented autofeed humidification chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. All mr290v vented autofeed humidification chambers and rt225 infant ventilator circuits are pressure and flow tested during production, and those that fail are rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject breathing circuit kit would have met the required specifications at the time of production. The user instructions that accompany rt225 infant ventilator circuit state the following: - ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor in china on behalf of a healthcare facility reported that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit was found cracked and leaking. There was no patient consequence.

Manufacturer narrative:
(B)(4) the subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in china on behalf of a healthcare facility reported that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit was found cracked and leaking. There was no patient consequence.